Event description:
It was reported that the button of the pca module was blocked. The button did not return after 3 hours in down position.

Manufacturer narrative:
Evaluation summary: the information contained herein is based on the information provided by the initial reporter. No sample was available for evaluation and investigation at I-flow. The report stated the button of the pca module was blocked. The button did not return after 3 hours in the down position. The pump was evaluated by a third party in germany and it was reported that no deviations or faults were identified. The pump was filled up to nominal volume and the sliding clamp was opened. After 5 seconds, the button returned to basic position and the reservoir filled. The sample met requirements. The third party discarded the pump. Without the actual product or lot number, a complete analysis cannot be conducted. As no lot number was provided, the device history record and lot history cannot be reviewed. Product complaint is not confirmed, based on the third party evaluation. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.